Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported having issues with the sensor readings and she thinks she was getting too much insulin into her body and customer was going to see her doctor. Call back was scheduled. On (B)(6) 2015 customer was unable to speak since she was at the hospital with her sister. Customer was unable to clarify reported issues. Customer was advised she will receive a letter in attempt to accurately capture information. No further information reported.